Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plastic guide on the unspecified bd nexiva¿ 18g catheter would snag when trying to advance and remove the needle. The following information was provided by the initial reporter: "when advancing catheter, plastic guide getting snagged when trying to advance plastic catheter and remove needle from device. Unable to advance into vein and causing for multiple sticks d/t product malfunction. Painful for patient when getting snagged.

Event description:
It was reported that the plastic guide on the unspecified bd nexiva¿ 18g catheter would snag when trying to advance and remove the needle. The following information was provided by the initial reporter: "when advancing catheter, plastic guide getting snagged when trying to advance plastic catheter and remove needle from device. Unable to advance into vein and causing for multiple sticks d/t product malfunction. Painful for patient when getting snagged.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.